Event description:
Complainant reported that the patient was non-compliant during recovery and experienced leg pain. The surgeon attempted to reposition the disc as it had moved posteriorly due to hyperflexion, the disc could not be repositioned and spinal fusion was performed.